Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a cracked overlay and therefore the overlay/bezel assembly was replaced and the stylus was calibrated. The hard drive was reconfigured and the software was reloaded and updated and the programmer then passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was crashed and that it was not really sensitive anymore. The programmer was returned for service. No patient complications have been reported as a result of this event.